Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified the reported issue in the unit¿s fault log. To resolve the issue, the fse replaced the motor control board and tested the iabp to factory specification. The fse also observed a frayed ac power cord and also replaced it. The iabp passed all calibration, functional and safety tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a electrical test fail codes # 50 and 52. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed "electrical test fail codes # 50 and 52" error messages. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.